Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, when the sheath was inserted into the left atrium and a pv catheter was inserted into the sheath, it was noted that blood leaked from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. Air contamination into the patient had not been confirmed. No additional venipuncture or septal puncture was performed due to sheath replacement. The hospital discarded the reported sheath.